Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that a user of the ilet bionic pancreas with a freestyle libre 3 plus cgm received an on-device prompt to connect cgm or enter blood glucose while a newly applied sensor was in warmup, during which a capillary blood glucose reading of 502 mg/dl was recorded without symptoms, and the user disclosed that the ilet had been off for several hours due to a prior sensor issue and shower. Symptoms included asymptomatic hyperglycemia. Outcomes included return of glucose to the normal range later that day and subsequent readings in the 100s, with no hospitalization or medical intervention reported. Investigation included review of device data. Investigation of this case revealed that the hyperglycemia occurred while the cgm was not providing data and the ilet was not in use for several hours, which is consistent with reported device use conditions rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.